Manufacturer narrative:
A1-a5 there was no patient involvement. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in germany. Reportedly, water changes, including replacement of the hydrogen peroxide solution, were performed weekly, while disinfection of the water circuits was performed every two weeks. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that cupriavidus species were detected on heater cooler 3t system. The event occurred during routine sampling procedure. There was no patient involvement.